Manufacturer narrative:
A cracked reservoir tube lip was noted during the visual inspection. The insulin pump had a blank display due to a broken connector on the interface circuit board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump display went blank and that the issue was not resolved with battery changes. The blood glucose reading was 148 mg/dl. The display was still blank at the time of the call. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The display did not return after cleaning the battery cap and inserting a new battery. The insulin pump had not been dropped, bumped or exposed to moisture. The customer was advised to leave the battery out of the insulin pump for two hours and after the rest, the display was still blank. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.